Manufacturer narrative:
This complaint was confirmed. Visual investigation found an indentation/deformation in the tubes. The suspect cause has been identified as the layering of the product inside the box. If sufficiently compressed and exposed to enough heat, the tubes could be deformed. No additional activity will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.

Event description:
Upon receipt of the device, the user reported that two of these devices appeared to have kinks/marks in them. There was no pt involvement.